Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. The customer removed insulin from the cartridge while pumping and reused cartridges. Additionally, it was reported that a cartridge change error occurred during the load sequence. In addition, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. A correction bolus via the pump was delivered and a manual insulin injection was used to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer continued to use the pump for insulin therapy.